Event description:
It was reported that the patient experienced an increase in seizures from (B)(6) 2013. The patient suffers from simple partial seizures, complex partial seizures and secondary generalized tonic clonic seizures. The patient's monthly seizure frequency was noted to be twenty-eight in (B)(6) 2013, forty-one in (B)(6) 2014, thirty-one in (B)(6) 2013, thirty-six in (B)(6) 2013 and twenty-eight in (B)(6) 2013. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the physician requested generator explant because the patient underwent brain surgery. No additional relevant information has been received to date.